Manufacturer narrative:
(B)(4). D10 - medical product: unknown tibial component catalog # unknown lot # unknown. Unknown femoral component catalog # unknown lot # unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a revision procedure post implantation due to infection. Attempts to obtain additional information have been made; however, no more is available.